Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing easily snaps apart could not be verified due to the product not being returned for failure investigation. A device history record review for model 72213n lot number 21019706 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe s2 5ml 22ga experienced leakage. The following information was provided by the initial reporter: the nurse needs to use a 5ml syringe to pump the saline solution to flush the indwelling needle to assess whether the catheter is unobstructed. During the flushing process, a large amount of liquid flows out along the needle plug. Responsible for immediate replacement of a syringe for the child to flush the tube.